Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on a patient, the cs300 intra-aortic balloon pump (iabp) was having screen issues. There was no patient involvement.

Manufacturer narrative:
The fse found the screen to have a light depression inwards, which was caused by impact damage from an object directly to the screen. The fse recommend to replace the entire screen assembly and that a loaner from getinge would be able to be provided. However, the customer decided not to proceed with any form of repair.

Event description:
N/a.